Manufacturer narrative:
Device evaluation: the customer provided photo was evaluated by a post market safety surveillance officer. The picture shows an eye implanted with a lens claimed to be a tecnis 1-piece iol with simplicity delivery system model dcb00. In the first photo, it can be observed a scratch-like radial mark from the edge through the optical center. In the second photo it can be observed a surgical instrument in the patient eye anterior chamber. It can also be observed a scratch-like mark near to the optical center. Per the difference observed between both photos it¿s possible they are not from the same case. In both photos, a definitive clinical impact cannot be determined from a picture assessment. Due to the marks locations, these may potentially contribute to visual disturbances in the event a lens with similar issues remains implanted. The root cause of the reported event cannot be determined from a picture assessment. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This is to correct the initial submission which explains in section h10 that section d6a, if implanted, give date: not applicable. There's no indication the lens was removed. But should say 'there's no indication the lens was implanted." The field is updated below. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) had a scratch. The scratch was noticed upon implant of the lens into the operative eye. Follow-up was performed to get more details, but the customer has not responded. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.